Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The shaft of the device is slightly bent. Also rust was seen on the proximal end where the shaft meets the handle. Also there is a burn mark on the distal end of the insulation, however the device passed an insulation test. The probable root cause/s are user misuse, incorrect cleaning/sterilization methods and handling during inspection, cleaning, or sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.